Event description:
Registered nurse manager (rn) reports two incidents of blood leaking from the area of the hub of the safety needles of the fistula set. Rn believes it is the arterial needle, in both incidents, and "the blood just drips out continuously" right after cannulating the patient. Rn reports that there are no patient injuries or medical interventions associated with these incidents.